Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2005. Mesh removal occurred on (B)(6) 2013. Patient's legal representative stated urethral obstruction, dyspareunia, pelvic pain, dysuria, and urethral fistula.